Event description:
It was reported that a (B)(6) female who underwent primary breast reconstruction with a 550cc mentor memorygel breast implant experienced spontaneous right sided rupture accompanied by breast pain post procedure. There was a grabbing sensation like something was pulling on the inside of the chest. As a result, an explant is planned for (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain / rupture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast reconstruction with a 550cc mentor memorygel breast implant experienced spontaneous right sided rupture accompanied by breast pain post procedure. There was a grabbing sensation like something was pulling on the inside of the chest. As a result, an explant is planned for (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain / rupture.future explant date: (B)(6) 2022. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on january 5, 2022 mentor became aware that it erroneously submitted the incorrect mre manufacturing record evaluation. Statement with the initial report submitted on that same date. The correct statement is as follows: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5624682 number on january 20, 2022, and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).